Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 , the patient experienced issues with 8 infusion sets, all of the same type. The cannula of the infusion set was bent. The symptoms were noticed within 3 hours of insertion in the abdomen. The patient regularly rotates the site location, and the site area was not impacted. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose at the time of the issue was 180mg/dl. The patient replaced the infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.